Event description:
It was reported that the event involved a female, patient diagnosis is acs (acute coronary syndrome). The intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery. While inserting the iab through the sheath, it became stuck. The md removed the iab with the sheath as one unit. Another iab was used to complete the procedure. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.